Manufacturer narrative:
(B)(4). Medical products - vanguard femoral component # item 183014 lot unk; vanguard cruciate tibial bearing # item 183460, lot unk; unk patella. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07438. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision of poly, femoral and tibial due to aseptic loosening 12 years post initial surgery. Attempts have been made and additional information on the reported event is unavailable.